Manufacturer narrative:
Device was not returned for evaluation. Internal investigation in process.

Event description:
According to the implant surgeon, this is one of three pts with a simple distal radius fracture for whom the surgeon operated with matrix volar plating. After two weeks control and the pt still in a cast, the x-ray shows that the plate begins to bend/crack.